Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, during the quality inspection of the q-syte made by bd medical equipment co., ltd., liquid leakage was found at this q-syte¿s septum in area 112 , immediately stopped using it, sealed it and handed it over to the medical equipment department. Contacted the supplier and sent it back for identification.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, during the quality inspection of the q-syte made by bd medical equipment co., ltd., liquid leakage was found at this q-syte¿s septum in area 112 , immediately stopped using it, sealed it and handed it over to the medical equipment department. Contacted the supplier and sent it back for identification.